Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 between 4-5am. The patient indicated she does not manage her diabetes with oral medication or insulin. The patient denied testing her blood glucose with another device. As a result of the alleged meter issue, the patient claimed she developed symptoms of shaking a few hours later. At an unspecified time after the alleged issue occurred, the patient reportedly administered self-treatment by consuming glucose tablets/ glucose gel. During troubleshooting, the csr confirmed the patient was using the proper testing technique. The csr guided the patient through a retest and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.